Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display on insulin pump. The customer's blood glucose was unknown. Customer also stated that insulin pump got damaged at the top part of the battery. The product will not be returned for analysis.